Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment for the peritonitis was unknown. At the time of this report, the patient remained hospitalized for treatment and was not recovered from the event. Pd therapy was continued during the treatment. No additional information is available as the reporter declined follow up.